Manufacturer narrative:
Customer also indicated that when biomed received the device, one screw was loose and one screw was missing where the lifeband is inserted. Biomed was unable to duplicate the reported issue and platform was run for almost an hour. The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform displaying an "align patient" message and not restarting could not be reproduced. The platform was run for 45 minutes with a test manikin and 8 additional minutes with a lrtf (large resuscitation test fixture) and no problems were encountered. The platform was also paused and restarted multiple times during compressions with no issues observed. The archive file was reviewed and showed that on the reported event date of (B)(6) 2013, a large patient/object was used onboard during compressions, however no issues were encountered. The archive also shows that on (B)(6) 2013, the board was running for 4 minutes, 10 minutes and 29 minutes with no problems encountered. The reported issue of the platform missing screws was confirmed; visual inspection showed that the platform was missing two load plate screws (shoulder screws). From the condition of the platform, the cause appears to likely be normal wear and tear of the device over time. Upon replacement of the missing screws and service of the platform, the device passed all testing criteria.

Event description:
It was reported that on (B)(6) 2013, while the autopulse resuscitation system was used on a (B)(6) asystolic male patient, it performed compressions for a duration of 5-10 minutes. The customer then stopped the device in an effort to provide therapeutic shocks, after discovering that the patient was in a ventricular fibrillation (vf) state. Complainant alleged that when they went to turn the autopulse back on, the device displayed an "align patient" message and was unable to be restarted. Customer attempted to turn the unit off/on, however the same message reappeared. Customer reverted to manual CPR. Manual CPR was also performed by the fire department prior to medics arrival. Rosc (return of spontaneous circulation) was never achieved. No additional details were provided.